Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. The attached user facility report was received from the (B)(4) registry.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was seen by the cardiologist about 10 days ago. At that time, the patient was doing fine and all vad parameters looked within normal levels. The cardiologist did later report that he though the pump may have sounded funny. Plans were for the patient to come to the clinic to have an echo done. The patient was readmitted last week for flu like symptoms because he was unable to take coumadin. His international normalized ratio (inr) was 1.5 a the time. They had planned to bridge the patient wit heparin until he was feeling better. The patient then started to have increased heart failure symptoms and his pump parameters, specifically power, appeared to be increasing. They continued to monitor the patient and a decision was made to exchange the lvad pump with another lvad pump on (B)(6) 2012.